Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this patient: 2029214-2018-00638 and 2029214-2018-00639. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of pipeline flex failure to open. The patient was undergoing flow diversion treatment of a 2cm basilar artery aneurysm. During the procedure, a pipeline flex 5x30mm was attempted to be placed, but did not open. The pipeline flex was removed. A pipeline flex 4.5x30mm was able to be placed. There were no reports of patient injury in association with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.